Event description:
Customer reported receiving erratic readings on her precision xceed pro blood glucose meter. Customer reported receiving readings of 291 mg/dl and 20 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist (smss) contacted the patient to obtain and verify information; however was unable to reach her by telephone. On june 16, 2010, the smss mailed a letter requesting the patient contact medical surveillance. On an unspecified date `a year ago" in 2009, the patient obtained the blood glucose readings of 153 mg/dl and 31 mg/dl on the reported meter within a time frame greater than 20 minutes. The patient took no actions based on the meter readings. It is not known if the patient experienced any symptoms of high or low blood glucose levels. The patient claimed emergency services were contacted, and she was treated intravenously with fluids. It would have been helpful to determine the date and time of this event, if the patient experienced any symptoms, the date and time of onset of symptoms, why paramedics were called, the patient's blood glucose level as tested by the paramedics, her expected blood glucose readings, and her diabetes medication regimen. The meter, test strips and control solution were replaced. The patient allegedly received emergency medical attention and treatment while using the reported meter, and obtaining a reading that indicated severe hypoglycemia. Therefore this complaint is being reported.

Manufacturer narrative:
(B) (4). This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Meter (B) (4) was returned and investigated. The readings complaint was not confirmed. This is a final report.